Manufacturer narrative:
G4: 11mar2021. B4:13mar2021. The customer cancelled the onsite visit and the hospital decided to retire the device from service. No further actions were required from philips. No other anomalies were reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 03mar021. B4: 04mar2021. H10: there was no delay to patient therapy. The device was evaluated by the customer who later stated that he could not duplicate the reported problem. A philips field service engineer (fse) contacted the customer to inquire about the reported issue. The customer reported that the issue had been taken care of as they could not duplicate the reported issue. No further actions were required from philips. No other anomalies were reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09nov202. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that their philips v200 ventilator was displaying a foreign language on the screen. The reported issue was not able to be duplicated. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.